Event description:
During the implant attempt, the device reverted to por (power on reset) parameters. A failure to communicate was also noted after an initial 20j shock. Pt was externally rescued. Device disconnected and a loud "pop" was heard.